Manufacturer narrative:
The company representative went on site and evaluated the system due to the reported event. A vacuum unit was replaced to address the reported event of vacuum issue. The vacuum unit was then returned for further investigation. Testing found no issue with the returned sample and was found to be functioning as intended. Based on assessment, the product met specifications at the time of release. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported fluid ingress and loss of suction during corneal flap creation of the right eye. The flap was not completed and case aborted. One day later the patient proceeded with photorefractive keratectomy (prk) over the flap without further complications.